Event description:
Clinical diabetes educator reports the patient was hospitalized with dka.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas conducted a review of the device history record for this pump, and it was operating within required specifications at the time of release. The patient reported that he was not regularly checking his blood sugar, or bolusing to correct his high blood sugars. The patient also reported he was not changing his infusion set site at the recommended intervals. The patient has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: there are no alarms related to the complaint in the alarm history for the available date range; a review of the total daily dose showed that the daily delivery totals correctly reflected the users programmed basal rates. A review of the black box shows pump was used after the original complaint date; no information is able because the data was overwritten as the patient continued use. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display lense was found to be loose; the bolus button cover was found to be missing and the button was difficult to press but was responsive. These unrelated issues do not effect insulin delivery function; the user guide instructs patients that damage to the pump may effect the pumps water proof feature.